Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had an alternate pump for insulin therapy.